Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of magnesium suspected to be programming error. The clinician had administered a magnesium bolus (4grams/100ml) infused over 30 minutes. Following the bolus, a magnesium maintenance infusion was started (10grams/250ml). The intended maintenance rate was 2grams/hour(50ml/hour) and volume to be infused of 250ml. Approximately 30 minutes after starting the infusion, the clinician noticed that the maintenance infusion was infusing at the bolus rate. More surveillance of the patient occurred due to the event, labs were repeated, and the magnesium level was within normal limits. The setup was sequestered and was provided to clinical engineering for assessment. Additionally, it was stated that nurse overrode the warning with programming. There was patient involvement, but no harm.

Manufacturer narrative:
Omit : e2401 - insufficient information, f24 - insufficient information, c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, e, f codes and manufacturer narrative. Investigation summary: the reported complaint of over infusion of magnesium was not confirmed during the investigation. No devices or records were returned for evaluation. The investigation could not include external or internal inspections, system log reviews, or laboratory testing due to the absence of returned devices or logs. However, the facility provided a photo of the magnesium maintenance IV bag used during the event, which shows the pharmacy-applied label with a barcode for rn scanning, as referenced in the event details. According to the alaris system user manual v12.5, before each use, users must verify that alarm limits such as occlusion thresholds are appropriate for the patient. The manual states that the downstream occlusion alarm threshold for the pump module is 525 mmhg at flow rates of 30 ml/h or greater, and that for lower rates, the threshold is rate-dependent to ensure rapid response to occlusions. It also advises avoiding high pressure settings at low flow rates, as this can delay alarm activation and interrupt therapy. Proper operation of the system requires that users be familiar with its features, setup, programming, infusion sets, and accessories. The manual also warns that incorrect entry of drug amount or diluent volume may result in over-infusion and emphasizes verifying parameters before starting the infusion. There was patient involvement, but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue of over infusion of magnesium could not be determined, as no devices or programming records were received for this investigation. It was stated that the clinician overrode a programming warning. According to the bd alaris¿ system user manual v12.5, proper operation of the system requires that users be familiar with its features, setup, programming, infusion sets, and accessories. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of magnesium suspected to be programming error. The clinician had administered a magnesium bolus (4grams/100ml) infused over 30 minutes. Following the bolus, a magnesium maintenance infusion was started (10grams/250ml). The intended maintenance rate was 2grams/hour(50ml/hour) and volume to be infused of 250ml. Approximately 30 minutes after starting the infusion, the clinician noticed that the maintenance infusion was infusing at the bolus rate. More surveillance of the patient occurred due to the event, labs were repeated, and the magnesium level was within normal limits. The setup was sequestered and was provided to clinical engineering for assessment. Additionally, it was stated that nurse overrode the warning with programming. There was patient involvement, but no harm.